Manufacturer narrative:
Manufacturing site could not be determined because the product lot number information was not available. Hydrophilic coating used in sion and sion blue guide wires is confirmed to contain very small amount of peg. Biocompatibility of sion and sion blue models have assessed and these two models passed the biocompatibility test. Lot history records review: investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the provided information that indicated these asahi guide wires were used prior to the non-asahi device that was introduced minutes before the onset, it was presumed that involvement of the reported sion and sion blue guide wires to this event was small in degree, and therefore, these wires were not direct cause of this event.

Event description:
On (B)(6) 2020, asahi intecc received information from the (B)(6) regarding a patient death potentially attributed to polyethylene glycol (peg) anaphylaxis. It was reported that a routine pci was performed in a stable patient with nstemi. The patient had a history of previous anaphylaxis to peg-7 which was diagnosed in 2014. Within minutes of introducing a non-asahi balloon dilation catheter the patient developed bradycardia and hypotensive shock, culminating in pea arrest. Two non-asahi stents were also rapidly placed in the lad coronary artery. Resuscitation was unsuccessful. Information from the unspecified manufacturer has subsequently indicated that the hydrophilic coating on their balloon and drug-eluting stent catheters contains peg, raising the possibility that the patient suffered a severe anaphylactic reaction to the hydrophilic coatings, resulting in death. Asahi guidewires (sion and sion blue) were used during the procedure and prior to insertion of the balloon dilation device and coronary stents. The physician thinks asahi guidewires are another potential source of peg exposure.